Event description:
The complainant reported that during support of impella 5.5 the patient remains febrile. Also at time of the explanation for impella 5.5, while pulling pump back there was noted ¿massive amount¿ of blood coming back into the graft. At that time the patient began to decompensate, and the decision was made to emergently bring patient to operating room (or) for chest exploration. Once in or chest was reopened, and bleeding was noted at the graft site attached to aorta. Hemostasis was achieved with surgical intervention. The patient was stabilized and taken back to intensive care unit. The pump was explanted.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The cause of the access site bleeding issue was not determined without returned product and sufficient clinical details. The cause of the removal issue was not determined without returned product and sufficient clinical information. The cause of the fever was not determined due to insufficient clinical details. The device passed all post sterile inspection checks.